Event description:
It was reported during the patient's permanent procedure to implant her scs system, high impedances were observed. The patient's scs lead extension read high impedance for multiple contacts when tested intra-operatively. The physician used another extension and the issue was resolved. The procedure was reportedly extended by approximately five minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.